Event description:
It was reported that a patient that presented with episodes of noise. When the pocket was opened to address the issue, suture sleeve and meda on the pace/sense portion of the lead at the distal portion near the header was observed. The lead was capped and replaced. The patient is doing well and will continue to be monitored.

Manufacturer narrative:
Product not returned. (B)(4).